Manufacturer narrative:
The patient elected to have their system replaced. There is no alleged deficiency against this device; therefore, the record is no longer reportable.

Event description:
Related manufacturer reference number 1627487-2019-09342. Related manufacturer reference number 1627487-2019-09344. It was reported during follow up the patients system was explanted as the patient no longer needed the system to address pain.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-09342; related manufacturer reference number 1627487-2019-09344. It was reported that the patient underwent surgical intervention during which their entire system was explanted. Further information has been requested but not received.